Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. Abrasions were noted on the insulation which are consistent with exposure to constant friction with another implantable device.